Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised for aseptic loosening. Doi: (B)(6) 2013; dor: (B)(6) 2018; affected side : unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available xrays images were reviewed. Based on the xray evidence, complaint cannot be confirmed. No loosening condition was observed on depuy's device. No radiolucency can be observed around stem and considering poor condition of the patient's bone, it cannot be determine a progressive decay of implant position in relation to initial implantation position. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.